Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the post operative check, high thresholds were observed on this right ventricular (rv) lead. A chest x-ray revealed that there was no slack on the rv lead and a microdislodgement was suspected. A revision procedure was performed and this lead was repositioned. During the repositioning the physician mentioned that the lead dislodgment may have been a result of the lead not being securely sutured during implant. This rv lead remains in service. No additional adverse patient effects were reported.